Event description:
Additional information received indicated that the right ventricular (rv) lead inappropriately shocked the patient due to noise over-sensed. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.

Event description:
It was reported the patient presented remotely via merlin.net. It was noted that a non-sustained right ventricular over-sensing (nsrvo) alert was received consistent with right ventricular (rv) lead noise. The rv lead also had low pacing impedance. The patient was asymptomatic. Programming were made and the patient was in stable condition.